Manufacturer narrative:
Block h6: imdrf device code captures the reportable event of stent positioning issue. Block h11: a wallflex biliary stent and delivery system were received for analysis. Visual inspection found the stent was fully deployed and expanded. No other damages were noted to the stent and delivery system. Product analysis could not confirm the reported event of stent positioning issue as this event occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is noted within the IFU as a potential complication associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted in the common bile duct to treat cholangiocarcinoma during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2024. During the procedure, the stent could not be returned before the marker reached the non-return point. The doctor deployed the stent and then removed it from the patient. Another stent of different size was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on may 20, 2024. It was reported that the size of the lesion was 6mm and lesion was malignant. The patient's anatomy was not tortuous and was not dilated prior to stent placement. The stent was removed from the patient with forceps.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted in the common bile duct to treat cholangiocarcinoma during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2024. During the procedure, the stent could not be returned before the marker reached the non-return point. The doctor deployed the stent and then removed it from the patient. Another stent of different size was used to complete the procedure. There were no patient complications reported as a result of this event and the patients status was stable. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: the initial reporter facility address is (B)(6). Block h6: imdrf device code captures the reportable event of stent positioning issue.

Manufacturer narrative:
Blocks b5, e1 (initial reporter's address) have been updated with the additional information received on may 20, 2024. Block h6: imdrf device code captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted in the common bile duct to treat cholangiocarcinoma during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2024. During the procedure, the stent could not be returned before the marker reached the non-return point. The doctor deployed the stent and then removed it from the patient. Another stent of different size was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on may 20, 2024: it was reported that the size of the lesion was 6mm and lesion was malignant. The patient's anatomy was not tortuous and was not dilated prior to stent placement. The stent was removed from the patient with forceps.